Event description:
Pt revised to address dislocation, found disassociation, polyethylene wear and osteolysis after 20 years implantation.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. The investigation was limited to the info provided, as the lot # required to review the device history records was not provided. Provided info marked on the device experience report is marked that the prods are not suspected of failing to meet specs. Provided info states the prod has been implanted for twenty years. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.